Event description:
This ra lead was implanted on (B)(6) 2002. A call was placed to technical services on 04/16/2018, stating that there was an auto safety switch, due to ra impedance less than 200 ohms. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).